Event description:
An ambicor device was implanted. Pt states it "still hurts when I sit for a long time...on antibiotics for 5 mos...wish I could get it deflated a little more...I'd like it to be a bit more flaccid."